Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Following product return and completion of lab analysis, a follow-up report will be submitted.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to oversensing and abnormal pacing impedance measurements. While no obvious lead defects were observed during the explant procedure, the product is intended to be returned for a post market assessment. Additionally, no specific adverse patient effects were communicated.